Event description:
It was reported that during a surgical procedure at the user facility the device became hot. The procedure was completed successfully without delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was evaluated and no failures were found. It was identified that user set up error occurred with the device and is known to cause overheat.

Event description:
It was reported that during a surgical procedure at the user facility the device became hot. The procedure was completed successfully without delay; no adverse consequences or medical intervention were reported.